Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-8v is available in the USA with a 510k number k951199. We checked the returned unit and confirmed that the image guide fiber bundle (cfb) fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the image guide fiber bundle (cfb). In addition, we confirmed that the light guide fiber bundle (lcb) broken, the light guide cable cut, and the insertion flexible tube (ift) worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).